Event description:
A (B)(6) y/o girl with gelastic seizures due to a "6 x 8 mm t1 isointense hypothalamic mass, most consistent with a hypothalamic hamartoma". Pt had laser interstitial thermal therapy (litt) ablation surgery on (B)(6) 2019 to remove mass. Her immediate postoperative course was stable. Her early post operative neurologic exam showed a left facial droop and left ue monoparesis. The left leg withdrew to pain, the right arm and leg have spontaneous volitional movement. Post-operatively family reports changes in cognitive and behavior to include left motor function decline and behavioral changes including hyperactivity, overeating, aggressive behavior, and urinary incontinence. FDA safety report ID# (B)(4).